Manufacturer narrative:
(B)(4). Medical devices: item # 183002, vanguard cr ilok fem-rt 57.5, lot # unk; item # 141222, biomet cc I-beam tray 67mm, lot # unk; item # unk, biomet arcom 3 peg/post, lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07821, 0001825034-2018-07828.

Event description:
It was reported that approximately 4 months post implantation, the patient underwent revision of femoral and tibial components due to arthrofibrosis. Attempts have been made and no further information has been provided.